Manufacturer narrative:
(B)(4). It was reported the mini vision stent was successfully implanted; however, during an ultrasound, the ivus catheter met resistance during retraction and was separated. Factors that could contribute to the reported difficulties include, but are not limited to, interaction of the catheter with the stent implant if the stent is not fully expanded and apposed, damage to the stent or to the catheter. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, samplings of units are destructively tested to verify proper stent deployment. There was no note of any damage to the stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. Additionally, a sampling of units are destructively tested to verify proper stent deployment. In this case, if the stent was not fully apposed to the vessel wall, this would contribute to the reported difficulties removing the ivus catheter. Without the product to examine, a conclusive cause for the difficulty deploying the stent or difficulty removing the ivus catheter could not be determined. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to deploy or difficult to remove for this lot.

Event description:
It was reported that a mini vision coronary stent was used with a non-abbott imaging catheter in a percutaneous coronary intervention procedure in the moderately tortuous distal right coronary artery. The mini vision failed to fully deploy and was removed from the patient. It is unknown if any additional stents were implanted as a result of the mini vision stent being removed from the patient. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch filing, the following was reported. After deploying a mini vision coronary stent in the moderately tortuous distal right coronary artery, a non-abbott imaging catheter was used to perform intravascular ultra sound (ivus) examination. However, when the ivus catheter was withdrawn from the vessel after the examination, the ivus became caught on the deployed stent implant and the ivus catheter became separated. The separated portion of the ivus was surgically removed from the vessel. There was no report of the stent implant being shifted or moved as a result of the ivus getting caught with the stent and the subsequent detachment. It was reported that the stent was not fully deployed, but it could not be confirmed if it was not fully expanded when the event occurred. No adverse patient sequelae were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.